Event description:
A customer contacted beckman coulter (bec) reporting that there was a leak dripping from under the coulter hmx autoloader analyzer (115v). The volume of the leak was approximately 20 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse had observed that the source of the leak was a hole in the tubing at pinch valve (pv) 37. The fse replaced the affected tubing. The pv37 had leaked onto the peltier and the fse cleaned the plug of the peltier where the fluid had spilled. The fse ran a startup and the instrument ran without incident. Failure mode: the cause of the leak was a hole in the tubing at pv37 per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).